Event description:
Ous MDR - after an implantation period of about 14 month a premature battery depletion was reported. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was successfully interrogated, displaying the device status eri. An inspection of the device memory content revealed an increased current consumption which contributed to the premature activation of the device status eri. Next, the pacemaker was opened and the inner assembly analyzed. A visual inspection of the electronic module showed no anomalies. During the electrical inspection of the electronic module a damaged integrated circuit was identified that led to an increased current consumption, and hence, to the clinical observation. The quality documents for this pacemaker were re-investigated. The manufacturing records confirm a flawless device production. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In particular during the final acceptance test no anomaly in the current consumption of the device was observed. In summary, the clinical observation resulted from an increased current consumption of the pacemaker. The root cause was identified to be a damaged integrated circuit on the electronic module.